Manufacturer narrative:
The customer reported that the rns (remote network system) was going into communication loss on all devices. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if the product is returned for evaluation or new information is obtained.

Event description:
The customer reported that the rns (remote network system) was going into communication loss on all devices.

Manufacturer narrative:
Additional manufacturer narrative: customer was instructed to restart the rns (remote network system) which fixed the issue. CAPA (B)(4) has been initiated to further evaluate the cause of this complaint.